Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An 8.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the second inflation for 30 seconds, the balloon ruptured. The balloon was fully deflated and removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.